Event description:
This report was rec'd from a pharmacia sales rep in which a physician reported a post-operative increased intraocular pressure and endophthalmitis associated with the use of healon 5. A pt underwent cataract extraction (left eye) with the use of healon 5 to implant a lens (ceeon 911a/23.5d) 1 day prior to event date. The next day, examination revealed an intraocular pressure of 40. The ophthalmologist performed a tapped paracentesis through the corneal incision and removed fluid and material thought to be healon 5. Pt was seen again 2 days after event date, and pt's intraocular pressure was 14. However, a hypopyon was noted and pt had hand motion vision indicating a clinical picture of endophthalmitis (hand motion vision, fiberous reaction of the pupillary membrane). Pt was seen by a retinal surgeon 3 days after event date and a vitrectomy was done. Treatment consisted of intravitreal antibiotics and subconjunctival steroids followed by topical antibiotic and steroids. At the time of this report, pt's vision has improved and the event resolving with treatment. Results of the culture are pending. The ophthalmologist indicated that he had performed 6 cases of cataract extraction the same day, 5 with healon and this case with healon 5. There were no other problems reported. Follow up received 07/2001: the physician reported the that the pt experienced a fibrinous reaction, not fiberous reaction. He also stated that the pt was seen by the retinal surgeon 2 days after event date. As of 07/2001, the culture was negative for growth. No further info was provided.